Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to puncture in the pressure regulating balloon (prb) causing leakage. All new components were implanted. The cuff was resized.

Manufacturer narrative:
Combination product change to no.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. A puncture was identified in the pressure regulating balloon (prb) causing fluid loss as confirmed via ultrasound. It was noted that the device would not activate because the balloon was empty. When implanting the new aus, the physician elected to use a smaller cuff as the original was oversized due to urethral swelling at the time of initial implant. The patient was reported to be well and continent following the procedure.